Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "material does not meet specification". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. For urological use only. Warning: on catheter do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurses felt that they were having a difficult time in telling when the urine was done flowing in the straight catheter kit with the bag attached, compared to when the kit had a separate collection container. They confirmed having this problem, and usually they just manipulate the bag by lifting it up to see if it was still dripping or not. Nurses reported that with a 16fr tray containing a regular foley bag when they open the corners of the sterile field, the first sterile drape not fenestrated was placed above the gloves, so they could not remove it sterilely to use it to extend the sterile field. Additionally, there was significant concern with the size of the sterile field and not having room to pull out the tray to access the bag and catheter and aseptically lay the catheter into the lubricating gel. They were only using meter trays, and they had all surestep trays, so this was a smaller square tray with a bag that seemed a bit different. They felt it to be harder to manipulate sterilely. Per additional information received via email on (B)(6) 2021, the customer reported that there wasn't an issue with the product draining but just a concern from nurses that they could not tell when the urine was done dripping into the bag, so they did not know when to remove the straight catheter. Also, they were concerned with the drape placement and the size of the sterile field compared to usability of the surestep tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurses felt that they were having a difficult time in telling when the urine was done flowing in the straight catheter kit with the bag attached, compared to when the kit had a separate collection container. They confirmed having this problem, and usually they just manipulate the bag by lifting it up to see if it was still dripping or not. Nurses reported that with a 16fr tray containing a regular foley bag when they open the corners of the sterile field, the first sterile drape not fenestrated was placed above the gloves, so they could not remove it sterilely to use it to extend the sterile field. Additionally, there was significant concern with the size of the sterile field and not having room to pull out the tray to access the bag and catheter and aseptically lay the catheter into the lubricating gel. They were only using meter trays, and they had all surestep trays, so this was a smaller square tray with a bag that seemed a bit different. They felt it to be harder to manipulate sterilely. Per additional information received via email on 08dec2021, the customer reported that there wasn¿t an issue with the product draining but just a concern from nurses that they could not tell when the urine was done dripping into the bag, so they did not know when to remove the straight catheter. Also, they were concerned with the drape placement and the size of the sterile field compared to usability of the surestep tray.